Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had colors on the screen and insulin pump was not working. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer states they had to throw out a reservoir because they cannot take the reservoir out of the insulin pump and when they finally removed reservoir they got insulin all over the table. Customer states the insulin pump did not beep or vibrate. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specs. No unexpected low battery alarms were noted during testing. Device passed displacement test and self test, off no power test and all operating currents test. No audio or vibrate anomaly noted.